Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The external pulse generator was returned, analyzed, and analysis confirmed the complaint. It was found that the main pc board was out of spec, the upper and lower cases were broken, the ring cover was contaminated and two side bail covers were broken, the battery release and battery drawer were contaminated, the battery contacts were compressed, and the lcd display was out of specifications. The device was fully repaired.

Event description:
It was reported the epg (external pulse generator) turned off immediately when the battery was removed. Follow-up information obtained reported the device was switched for another one, which worked fine. No patient complications were reported as a result of this event.